Event description:
Customer's reported an issue with the panorama central stations's display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system's display and repair the power distribution board. System was calibrated and safety tested to factory's specifications.